Event description:
It was reported that the pt's pump was explanted due to inability to "heal at the site". No additional info was provided regarding the event. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).